Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other four perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with five proglide devices were attempted, three in the left common femoral artery (lcfa) and two the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses occurred with all five proglide devices. Two additional proglide devices were used for successful suture placement in the rcfa using the preclose technique. The sheath was upsized to 14fr in the lcfa and 22fr in the rcfa. The evar procedure was completed. A cut down was performed in the lcfa and the artery was sutured closed to achieve hemostasis. Hemostasis was achieved in the rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue/link detachment. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.